Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. The customer did not raise and lower the forceps elevator three times by turning the elevator control lever while the immersion and the aspiration was done. There were no abnormalities in the accessories used for reprocessing. It¿s unknown if the forceps elevator was brushed. The customer did not flush detergent solution around the forceps elevator. The endoscope was not presoaked in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of angle wire, the play of the up/down knob was out of the standard value; the adhesive on bending section cover was detached; the control unit had corrosion due to water leakage; the protector of universal cord on the control section side had a scratch; the suction connector had a scratch; and the objective lens had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastro videoscope had air and water leakage from the scope connector. The device was returned for evaluation. During the device evaluation, the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.